Event description:
It was reported the cot was involved in a motor vehicle accident while transporting a patient. It was alleged the patient and medic crew sustained injuries as a result of the accident and medical intervention was sought. The complainant did report the cot remained in the fastener throughout the incident. An evaluation of the cot has not been requested. There was no allegation of a malfunction of the cot being a contributing factor to the incident or the alleged injuries.